Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye was performed on the actual sample and photo sample and noted three (3) line connectors were cut off and not returned. Functional testing was not able to be performed as the set returned was incomplete. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the supply line of a homechoice automated pd set with cassette and a supply bag. It was further described as "when connecting cassette line and dialysate bag which is connected with supply line and turning them to the right, it kept spinning without stopping and locking". This occurred in the convalescent hospital during set up for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.